Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Sieve bed, saturated. Other, other/defective. Reported problem: display broken/unit had defective dc jack causing problem. Complaint was confirmed. The underlying cause is defective dc jack. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Sieve bed, saturated. Other, other/defective. Reported problem: display broken/unit had defective dc jack causing problem. Dealer is stating that the display is broken.